Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The software was updated, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, between cases, the unit went into a reboot and alarmed for a system failure. The machine was reportedly rebooted, resolving the reported complaint.